Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the needle is puncturing the plastic. Additional information received stated the customer is only aware of one incident where the needle went through the shield. This occurred when the safety shield was activated after patient use. No injury occurred to a patient or to staff.